Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that while treating left internal carotid artery (ica) large wide neck aneurysm for female patient by using a flow diverter pipeline flex with shield technology size 5.00x35mm. The pipeline refused to open from its distal part while deployment through micro catheter marksman and made a fish mouth deformation. After several times trying to resolve this issue by re-sheathing and un-sheathing the stent it refused to open properly and to make wall opposition. Another flow diverter with another micro catheter were used and was deployed easily and smoothly without any complications. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The pipeline was not positioned in a bend. The pipeline was not stuck in the capture coil. Less than 50% of the pipeline had been d eployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The pipeline resheathed and removed with the micr ocatheter. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The patient was undergoing surgery for treatment of a saccular, unruptured left ica aneurysm with a max diameter of 12 mm and a 6 mm neck diameter. This distal landing zone was 5.1 mm. The proximal landing zone was 4.5 mm. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level normal dose. The angiographic result post procedure was normal.